Event description:
Concentrator never alarmed when hose was apparently pinched for a few minutes. Replacement issued swapped for different concentrator.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.